Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel in the left forearm. A 5.0 x 100, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. E1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Investigation results: device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 55mm in length and extended from a position of approximately 2mm distal of the proximal markerband to 57mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found a shaft kink approximately 320mm proximal from the distal tip. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the mustang device confirmed that the event of balloon material rupture is known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: updated: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel in the left forearm. A 5.0 x 100, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.